Manufacturer narrative:
The insulin pump passed the displacement test and self test. No unexpected pump error 63 or pump error 4 alarms noted during testing however, the formatted history file confirmed pump error 63 (line number 147 file number 2017) and pump error 4 alarms. Problem isolated to the electronic assembly as per global logic analysis. No pump error 3 alarms noted during testing and were not found in the formatted history file. P-cap/reservoir locked properly in place. Pump received with cracked battery tube threads. Pump received with pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump errors. Customer stated they were able to successfully clear the alarm. Customer stated that there was crack at the back of the battery compartment going around the side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.